Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor; it was not specified if the mark was in the fluid path. The mark was identified after the device was compounded with fluorouracil, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 24, 2014 to october 25, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black mark on the reservoir of the device. The reported condition was verified. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.